Event description:
It was reported that the tip of the stylet inside the powerpicc catheter (3275118) was found bifurcated in the last step of stylet removal during catheter placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a break in the core wire of the stylet is confirmed and was determined to be use related. One stylet was returned for evaluation. A microscopic observation revealed the distal welded tip of the stylet to be missing. The fracture surface of the core wire appeared granular and appeared to be broken at an angle. The observed characteristics of the break sites in the returned stylet are indicative of damage caused by a sharp instrument such as scissors. Due to the angle of the break in the core wire and the fracture surface of the break in the core wire, the complaint of a broken stylet is confirmed and was determined to be cut. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the tip of the stylet inside the powerpicc catheter (3275118) was found bifurcated in the last step of stylet removal during catheter placement. No other information was provided.